Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
The sales associate reported two broken lineum screws discovered during a routine check- up, via x-ray on a patient. The patient's surgery was performed two years ago and the screws broke sometime during year one and two. Patient is symptomatic currently. No revision has been performed at this time.